Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that they removed a PICC from one of our patients and found a tear in the catheter, which fortunately did not affect the patient. The PICC had been causing problems with blood return for the past week but worked fine when inserted. The device remained in place for several months. No complications were reported during implantation. No other information provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. Three photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a relatively large split in a powerpicc catheter just distal to the 8 cm depth marker. This split was observed to be circumferential with material whitening at the corners of the split. One edge of the split appeared to be slightly rounded while the opposite edge of the spilt appeared to be slightly flared, suggesting the split may have formed due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that they removed a PICC from one of our patients and found a tear in the catheter, which fortunately did not affect the patient. The PICC had been causing problems with blood return for the past week but worked fine when inserted. The device remained in place for several months. No complications were reported during implantation. No other information provided.